Manufacturer narrative:
This report is submitted on april 24, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was hospitalized and treated with IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 04, 2024.